Event description:
Boston scientific received information that during an upgrade procedure high out of range pacing impedances were noted on this right ventricular lead. All other measurements were within normal range. Impedances with the previously implanted device and pacing system analyzer were within normal range. After further testing and programming the right ventricular lead to maximum outputs, the impedances were back to normal range. The system was successfully implanted. A save to disk was sent to technical services and engineering to determine the exact values of the pacing impedances after a follow up took place after the implant procedure. A review of the save to disk and a review of the device memory showed that there was out of range measurements most recently on the right ventricular lead. At this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.